Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 38 x 2.75mm taxus liberté long drug eluting stent was selected for use and advanced but failed to cross the lesion. However, returned device analysis revealed stent damage and stent moved on balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end and the distal end. It was noted that the stent struts were deformed and lifted upwards from the stent profile at each end. It was noted that the stent had moved distally on the balloon. The visual and tactile examination of the device found that the hypotube was kinked 785mm distal from the strain relief and the outer was kinked 40mm distal from port bond. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).